Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead presented to the emergency room after receiving an inappropriate shock due to noise on the rv electrogram only. There was no noise present on the shock channel. The field representative attempted to recreate the noise with pocket manipulation and isometrics; however, the attempts were unsuccessful. A "check rv lead" was displayed upon interrogation. There were intermittent high pacing impedance measurements greater than 2000 ohms. The threshold and sensing measurements are normal and stable. The physician extended duration to 5 secs and increase sensitivity from 0.6mv to 0.9mv. A lead revision procedure will be scheduled in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate that this lead remains implanted. If additional informaiton is received, this report will be updated.

Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Additional information indicated that a lead revision was performed and the pace/sense channel was surgically abandoned.